Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer 1.2 drawer is clicking. A field service engineer conducted an inspection of the drawer, during which I loosened the screws on the front and back rails. I then elevated the rails and drawer before re-tightening the screws, resulting in the elimination of any scraping. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer making a clicking sound and is not opening unless the front of the drawer is pulled. A customer has indicated that a malfunction arises whenever the drawer is accessed. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the pyxis medstation es system drawer making a clicking sound and is not opening unless the front of the drawer is pulled. A customer has indicated that a malfunction arises whenever the drawer is accessed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-dec-2022 to 01- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer 1.2 failed. A field service engineer found that there were loose screws on the front and back rails, and elevated the rails and drawer before re-tightening the screws to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.